Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from in the 130's (mg/dl) to 235 mg/dl. The infusion set site and tubing were changed to address the event. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.